Event description:
Caller alleged discrepant results compared with the lab results as follows: date: 2009, inratio: 1.6, lab: 2.1.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will not be returned for evaluation. Investigation is closed.